Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg was not working as intended. The patient's ipg was replaced with an MRI compatible device and that the patient was doing well with good coverage postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.